Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-05473. It was reported that the patient presented for revision procedure on (B)(6) 2020. Upon review, it was revealed that the right ventricular lead exhibited over-sensing. Also, the pacemaker exhibited radio frequency (rf) telemetry lockout due to a lot of radio frequency communication over the past month. The patient was pacing dependent and the doctor requested a transmission immediately. The right ventricular lead was capped and replaced on (B)(6) 2020. Also, the pacemaker was explanted and replaced. The patient was stable post procedure.